Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported peeled/delaminated polymer coating was observed as polymer break, folded over distally, stretched and bunched and were results of the reported difficulties. The reported difficult to advance and difficult to remove appear to be related to a potential product quality issue. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the production record revealed the reported lot to be related to a product quality issue. Based on the information provided and observations from the returned analysis, the investigation concluded that the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a distal to mid right coronary artery (rca) lesion with heavy calcification. A ht bmw universal ii (gw) was used with multiple balloons and stents in a complex case. During the procedure the gw met resistance during advancement. Once the gw was removed with the balloon catheter, it was noted that the polymer coating was peeling. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a distal to mid right coronary artery (rca) lesion with heavy calcification. A ht bmw universal ii (gw) was used with multiple balloons and stents in a complex case. During the procedure the gw met resistance during advancement. Once the gw was removed with the balloon catheter, it was noted that the polymer coating was peeling. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.